Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 white plastic shaving came off in tunnel. White shaving created as cautery was passed through the cannula. It was retrieved from the patient using the cautery jaws. No patient harm. Did not need to open new kit to finish case.

Event description:
N/a.

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period may-2019 through apr-2021 was reviewed. Due to an increase in the number of complaints on reported failure "particulates; shavings" the trigger is addressed under CAPA. Testing of actual/suspected device: (10/13/2022) the device was returned to the factory for evaluation on 20apr2021. An investigation was conducted on 30jun2021. A visual inspection was conducted. Blood and charred material was observed on the c-ring of the cannula. The harvesting device was not returned for investigation. The cannula was inspected. The c-ring was observed to be intact, no visual defects were observed. An engineering evaluation was conducted that identified the root cause of the "particulates; shavings". To check the inner lumen in the device, the cannula shaft was opened up and it was observed to be the shavings in the inner lumen. A microscopic inspection of the cannula inner lumen determined while inserting the scope through the inner lumen, the shavings may have been formed. It was evident that the defect happened during the use of the product and confirmed for the failure mode as scrapings were observed on the inner lumen. Based on the investigation results, the reported failure "particulates; shavings" is confirmed.